Manufacturer narrative:
A guidewire was received slightly bent and was found to be broken. The broken section shows evidence of bending. The returned guidewire was measured and was found to be 49cm long, indicating approximately 11cm was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the procedure being performed was for a liver abscess drainage. There was no difficulty or resistance with the wire during the procedure. There was no attempt to remove the broken wire from the patient as the wire was too deep to remove so the procedure was abandoned. The wire was removed the following day under local anaesthetic.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12323. It was reported that a guidewire tip detachment occurred. A .038 j accustick¿ ii system was selected for a drainage procedure. During use, 2cm of the floppy tip of the guidewire detached inside the patient. The physician was unable to retrieve the tip and the patient will require surgery for removal. The planned drainage procedure was not able to be completed and the patient remains in pain. A second .038 j accustick¿ ii system was opened and the tip also broke on this device; however this one was not introduced to the patient. The patient is reported to be in stable condition.